Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for follow-up. The atrial lead exhibited noise. No medical intervention was performed. The patient was stable post event and would continue to be monitored. New information on (B)(6) 2016 indicated that intermittent noise was still being observed on the atrial lead. No medical intervention was performed.